Event description:
It was reported that the customer was hospitalized due to low blood glucose, with a reading of 52 mg/dl. Called the customer for more information, and found that she was also dehydrated. The customer stated that she was treating for high blood glucose levels, and may have given herself too much insulin. The customer stated that her basal rates were adjusted while she was in the hospital, and has not had any problems since. Troubleshooting was declined, as customer felt the unit was working properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.